Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-1887 for a description of the other device. It was reported to boston scientific corporation that a rotatable snare device was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the snare loop was not able to be extended, because the sheath came off from the hub. This occurred on two products. The procedure was successfully completed with a third device (unknown manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Visual inspection revealed that the sheath had detached from underneath the stain relief. Therefore, the complaint was confirmed. The sheath movement adds length to the sheath, which leads to the perception that the loop cannot extend. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.